Manufacturer narrative:
Motor error alarm during rewind due to corroded motor home switch. Unable to perform occlusion test, prime/delivery test, excessive no delivery test and displacement test due to motor error alarm. Pump was inspected and no loose/protruded drive support disk.

Event description:
The customer reported via phone call the insulin pump alarmed motor error and delivery was suspended as well as the drive support cap was flush. The customer¿s blood glucose level was high and it was 379 mg/dl at the time of the incident and the customer was treated with manual injections. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.